Manufacturer narrative:
The reported events of high stimulation threshold with alternating capture were not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured within specification. Visual examination did not find any anomalies.

Event description:
During implant, loss of capture and a high capture threshold were observed on the left ventricular (lv) lead. The lv lead was not implanted. The patient was stable following the procedure and there were no adverse consequences.